Manufacturer narrative:
Concomitant products: 5076, implantable pacing lead, (B)(6) 2005; 4194, implantable pacing lead, (B)(6) 2010; dofetilide, digoxin, heparin, diuretic, statin, beta blocker, angiotensin receptor blocker. (B)(4).

Event description:
It was reported that the patient had a pocket infection and endocarditis. The entire system was removed and replaced. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.